Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation: observed opening assessed as unidentified (tear) opening (shell thickness within specification) and observed total separation on the plug strap assessed as unidentified (tear) opening. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported "deflation" and "implant exchange from textured to smooth". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "deflation" and "implant exchange from textured to smooth". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.